Event description:
The hcp reported the pt presented in 2004 with fever, redness, swelling, a persistent cerebrospinal fluid leak, and meningeal signs and symptoms. A culture of device pocket, lumbar region, cerebrospinal fluid, and blood was done with no organism cultured as the pt was partially treated with antibiotics already. The pt was diagnosed with meningitis. The treatment consisted of IV antibiotics, total device system explant, and "attempted lumbar drain and catheter revision." The pt outcome was reported as infection resolved and the pt experienced no drug withdrawal.